Event description:
A customer reported to baxter corporate product surveillance a 150ml intravia empty container in which small dark pieces of material were observed inside the bags. According to the report, the material appeared to be very small pieces of burnt plastic. The alleged defect was observed before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. The reported condition was confirmed via visual examination. The root cause of the reported condition was determined to be a manufacturing defect. This issue is being investigated through CAPA. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.